Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the distal lcx with mild tortuosity, mild calcification and 90% stenosis, in an acute myocardial infarction (ami) pt. The lesion was dilated with another company's balloon. A 2.5 x 12 mm mini vision stent was expanded; however, the stent delivery system (sds) balloon became ruptured at 7 atm, when inflated for the first time. The implanted stent was further dilated with another company's balloon. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that potential factors of balloon rupture below the rbp include, mechanical damage from stent, mechanical damage from interaction with another product, accessory, or anatomy, or blockage in lumen. In this instance, the unreturned product may have aided in the evaluation. The vessel was mildly tortuous and the lesion was also mildly calcified, which may have caused or contributed to the reported balloon rupture during interaction of the sds with the calcified lesion. The ultimate cause is unk. There is no indication of a product deficiency.